Event description:
It was reported by the customer that a pyxis medstation system had main drawer 4.2 jammed.the customer stated that main drawer 4.2 jammed, unable to close the drawer even after rebooting and recovering the pyxis. Issue caused a delay in dispensing medication to patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer 4.2 rails broken. The field service engineer replaced the drawer with new one to resolve the issue. The fse confirmed that the use was unable to issue medication located in drawer due to failure. The system functioned as intended after the field service engineer troubleshooted the device.